Event description:
It was reported that the patient underwent a gynecological procedure during 2006. The fluid management pump stopped working effective during the procedure. The deficit wasn't correct, because it started at a negative (it was estimated that 900 cc of fluid went in and 600cc came out). The deficit was calculated manually, no patient consequence occurred, and the case was completed.

Manufacturer narrative:
No conclusion can drawn at this time. Should additional information be obtained, a supplemental 3500a form will submitted accordingly. The hospital is not returning the unit for evaluation. A biomedical technician at the hospital has checked out the unit and believes the reported event may have been due to user error.